Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to implantation of left ventricular assist device (lvad), a transthoracic echocardiogram was performed and moderate tricuspid regurgitation due to lead interference was observed. The patient has an extensive medical history. Further information was requested but not received.